Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The display panel would not light up. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Light will not come on when working.